Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the vertek arm was replaced to restore functionality. Unrelated to the reported issue, the uninterruptible power supply (ups) and power cable for the navigation system were replaced. The system then passed the system checkout and was found to be fully functional. The vertek arm has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the vertek arm of the navigation system was loose. There was no patient present when this issue was identified. No additional information was provided.